Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was 222mg/dl at the time of the incident. The customer was advised to disconnected from the quick release and assisted with fixed prime and the they stated that insulin did not exit and the insulin pump alarmed no delivery. The customer was advised to remain disconnected and to push insulin though the tubing with a push plunger. They also stated that insulin did not exit and that there was also greater resistance than normal with plunger push. The customer was advised that the no delivery alarm was caused by infusion set/reservoir connection and to replace the set. The product will not be returned for analysis.